Event description:
It was reported that "procedure: lap appendectomy. Dr (B) (6) was proceeding as usual and had the diaphragm or "filter" as he called it come off and fall into the pt's abdomen during the procedure. The seal was retrieved.

Manufacturer narrative:
The device has been returned to conmed for eval. Once the investigation is completed, a supplemental report will be filed.